Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heart rate cannot be displayed. The device was in use on a patient but no adverse event or harm was reported.